Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of a part replacement and resolution. No response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint on the v60 ventilator indicating that the display was dim. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) of the display issue and stated that the device had a 1st generation liquid crystal display (lcd). The rse informed the customer that the lcd would need to be updated to a 2nd generation lcd. The rse provided the customer with the part information for the 2nd generation lcd, 2nd generation lcd cable, 2nd generation user interface (ui) printed circuit board assembly (pcba), lcd to ui pcba cable, 2nd generation lcd tray, and screw pack. The rse also provided the part information for the complete ui assembly without nav-ring. This investigation is ongoing.